Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited noisy signals and loss of atrial pacing. However, there were no deflections during atrial pacing. Programming changes were suggested. There were no patient consequences.